Manufacturer narrative:
The device was received on december 21, 2015, the evaluation is anticipated but has not yet begun. As soon as additional information become available and investigation result are available, an updated report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on march 03, 2016 and was added to the case. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: trend has been identified and CAPA was initiated and performed. Compatibility check: the compatibility check showed that the product combination was approved by zimmer (B)(4). Review of incoming information: review of event description: patient underwent revision surgery due to pain, metallosis, elevated metal ions, osteolysis, armd and pseudotumor; during revision, surgeon found corrosion and loosening. There are three x-rays available, pelvis overview, right hip ap and right hip lateral, whereas only the pelvis overview is dated (B)(6) 2006. On both sides a durom cup with a metasul ldh and a cls stem is implanted. Both cls stems were implanted slightly in varus. Comparing the durom cups on the right side the flattened pole of cup as well as the ends of the equatorial fins are clearly visible and the distal end of the cup appears as a straight line. All this points to a low anteversion angle. On this x-ray the cup inclination was measured to be approximately 52° and the anteversion was estimated to be between 0° and 5°. The x-ray right hip ap differs from the pelvis overview only by the brightness of the picture. The lateral view seems to be inconspicuous. On the three MRI section images received the pseudotumor appears as bright white, additional structure. Surgical report of implantation: a durom cup is implanted with excellent primary stability. Posteroinferior osteophytes are resected. The preparation of the femur is difficult because of the coxa vara. The cls stem has an excellent primary stability and 10° of antetorsion. A metasul head with adapter +4 is used. The joint is reducted. There is a stable situation. Surgical notes of revision: reaction type armd after thr right, pseodotumor posterior and posterolateral, small osteolysis in femur after opening of the fascia which is thickened a black-brownish liquid drains out. The pseudotumor is excised. It starts from the posterior aspect of the hip with irradiation to the anterolateral side of the trochanter major. The head is dislocated and the head and adapter are removed which show significant corrosion on both parts. A small osteolysis is found. The osteolysis is curetted. The cup shows little anteversion and can be removed without difficulties and loss of bone. There was no bony incorporation. Device analysis: visual examination: the durom cup shows damages from the revision surgery, e.g. Scratches. On the anchoring side sparse remains of bone attachments are visible. On the articulation surface an area with a rather oblong form and a circular area in the center featuring rainbow colors are recognizable. A closer examination of the surface revealed that approximately along one third of the circumference of the spherical calotte's bevel a metal smearing is present. In a smaller part of this area the bevel seems to be slightly worn. In this region on the articulation area a wide band of parallel scratches can be observed. The metasul ldh head shows a partial borderline between the loaded and the unloaded area visible to the naked eye formed by an area featuring rainbow colors. Within the loaded area there is a small line of metal smearing. Distally to that line further scratches/smearing are observable. The borderline between loaded and unloaded area is well recognizable. In the loaded area zones with and without scratches/smearing are visible. In the unloaded area the original surface state with the slightly protruding carbides is still recognizable. The retrievals were received with head adapter disassembled from the head taper. There is nothing to report about the surface of the head taper as well as the outer surface of the head adapter. On the inner surface of the head adapter surface changes due to fretting corrosion were found. Three marks can be observed in the proximal region of the contact area. While one of the marks is located directly at the proximal end of the contact area, the other two marks are a few millimeters distally. At the distal end of the contact area there is a small worn zone showing scratches in longitudinal direction. Wear measurement: the measured wear values have to be considered low. However, it has to be mentioned that due to the position of the loaded zone of the cup it probably could not be measured entirely. In the surgical technique the section about the durom cup says that the cup is impacted into the acetabulum with an anteversion of 10° to 15° and a lateral opening (inclination) of 45°. However, in the case at hand the cup had an approximate position of 0° to 5° of anteversion and 52° of inclination. As the x-ray at hand was taken (B)(6) 2006 it is assumed that the cup was implanted in a suboptimal position. If the cup position changed afterwards over time in vivo is unknown because a complete x-ray follow-up is not at hand. The components were revised due to a pseudotumor detected by MRI and elevated co value in serum. During revision surgery after opening of the fascia a black brownish liquid drained out and a small osteolysis was found in the proximal, posterolateral area of the femur. The durom cup shows a slightly worn bevel of the spherical calotte indicating beginning rim loading. This is reflected by the scratches/smearing on the articulation surface of the head surface. The appearance of both articulation surfaces does not indicate that this phenomenon already existed over a long-term period. The measured wear values have to be considered low. However, it has to be mentioned that due to the position of the loaded zone of the cup it probably could not be measured entirely. Signs of fretting corrosion, marks and a small worn zone could be found on the inner surface of the head adapter. The reason for these phenomena remains unknown. Due to the above mentioned facts it is assumed that the elevated co value in serum and the pseudotumor could possibly be attributed to the phenomena seen on the inner surface of the head adapter. However, it has to be noted that the patient has the same type of components on his left hip and it is unknown if this had an influence on the situation. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that the patient was implanted a durom acetabular component 54/48 code n on (B)(6) 2006 on the right side. The patient was revised on (B)(6) 2015 due to pain, metallosis, elevated metal ions, osteolysis, armd and pseudotumor. During revision surgery the surgeon found corrosion and loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on unknown side (exact date not reported). The patient was revised on (B)(6) 2015 due to pain, loosening, metallosis, elevated metal ions, osteolysis, armd, pseudotumor and corrosion